Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal and bolus configurations were lost in the infusion device with no manual command. No adverse event reported. The infusion device is not expected to be returned for product evaluation.